Event description:
The customer reported reaction wheel temperature and a cuvette out of limits system errors involving unicel dxc 600i synchron access clinical system. During troubleshooting, the customer replaced two chipped cuvettes and discovered probe #1 was not evacuating fluid, causing the cuvettes to overflow and leaked approximately ten (10) milliliters of wash solution onto the reaction wheel which caused the temperature system error. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and cleaned up the fluid. No erroneous patient results were generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered an occluded wash probe. The fse removed and replaced the probe to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).